Manufacturer narrative:
(B)(4). Baxter initially reported the manufacturer report as a reportable symptom, depressed battery pins. Upon review of all information from the customer, the complaint has been updated to "pump will not turn on", which is not a reportable event. This MDR was initially reported in error, and upon review of additional information, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01298 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump depressed battery pins, which was clarified from the customer's reported symptom as pump will not turn on. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. It was also reported there was no patient involvement.